Event description:
Rptr writes: "I had an angioplasty and few days later I got a bad infection in my leg, lower stomach and groin area. It moved down to my knee; could hardly walk. I'm on antibiotics for the 3rd time and it won't go away. Started antibiotics march 8th, have been on them ever since except for 3 days in between. Have been put on them 3 times now. This time for 14 days. This time will be up. I'm sure I got this infection from the bacterial contaminated products that came from clinipad.